Manufacturer narrative:
The customer reported issue of the autopulse exhibited ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and in review of the archive data. The issue was attributed to the defective load cell 2. The load cell 2 was replaced to remedy the fault. Following the service and repair, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and found the front enclosure was cracked. The battery compartment was damaged and the battery lock was missing. The clutch was found sticky. These were not related to the reported complaint . Archive review showed the on (B)(6) 2017, the archive recorded numerous faults of ua07 (discrepancy between load 1 and load 2 too large) error message and no session occurred on the reported event date of (B)(6) 2017. Initial functional testing failed due to autopulse exhibited ua07 (discrepancy between load 1 and load 2 too large) error message. The load cell 2 was replaced to remedy the error. Additionally , the front enclosure , battery compartment were replaced and the battery lock was installed to remedy the issues noted during the visual inspection. Clutch deburring was also performed to remedy the sticky clutch. The autopulse final testing was performed and successfully passed all the testing and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during shift check that the autopulse displayed ua07. No patient involvement reported on this event.